Event description:
A disposable drill bit ((B)(4), lot k913664, exp 2013-05) was used by dr during the implantation of a tibial nail. No one present during the case noticed and the case was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents were not found. Evaluation revealed evidence that the event is not linked to a deficiency in the device but is rather related to off-label use. It is in the responsibility of the user to check the shelf- life prior to use. Sterile packaged (ready to use) medical devices which past its expiry date should have been detected prior to use. In the case presented a drill f. Radiolucent targeting device was used which sterilization date was exceeded by approx. 2 months (expiry date: (B)(6) 2013; usage date: (B)(6)2013. Real aging tests performed with stryker implants in 2007 (equal packaging and sterilization conditions) reveal that there is a safety tolerance. Implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. Thus, in this specific case of exceeded expiry date by 2 months days a risk for the patient is not to be expected. Nevertheless, the expiry date of the drill f. Radiolucent targeting device should have been noticed prior to surgery. The reported event was not caused by a deficiency in the device. Determination of the root cause that the device could not be located in the consigned hospital and was cycle counted out does not lie in the responsibility of the manufacturer.

Event description:
A disposable drill bit (ref (B)(4). Lot k913664. Exp (B)(6) 2013) was used by dr during the implantation of a tibial nail. No one present during the case noticed and the case was completed.